Event description:
Boston scientific crm received information that following pocket closure, this dextrus right ventricular lead exhibited non-capture at 5v@0.5ms and was determined to have dislodged. The pocket was reopened, and the lead was successfully repositioned. Additional information indicated that later in the day, the pt was transferred to a level one trauma center due to a perforation of the right ventricle, which led to pericardial effusion. In a revision procedure, 300 cc's of blood was removed from the pericardial sac and the lead was repositioned. The pt was noted as stable following the procedure.